Manufacturer narrative:
H5 was erroneously entered on the initial manufacturer device report number 1220648-2025-27843. H8 was erroneously entered on the initial manufacturer device report number 1220648-2025-27843.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that once when the automated impella controller (aic) was turned on, controller error alarm occurred. The incident occurred during impella support. The aic was replaced and the support continued. No health damage to the patient.